Manufacturer narrative:
A ge service rep performed an onsite investigation. The root cause of the incident could not be identified. The system was found to be operating as intended.

Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of pt injury reported.